Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that removal difficulties occurred. While removing the 10mmx2.50mm wolverine cutting balloon after one dilation of the target lesion, resistance was felt. When the device was outside the patient, it was noted that the tip of the shaft was kinked/flattened. The procedure was completed with a different device. There was no serious injury or adverse patient effects.